Event description:
It was reported that the arctic gel pad leakage. The incident occurred during use. Per follow up information received via mail on 28jan2026, the number of products affected was 1. No impact to the patient, patient was safe. Get the picture from hospital.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.